Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found fully outside of the cochlea due to a post-operative migration. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
User's hearing has been deteriorating in the past year. On (B)(6) 2026, patient was seen by ent and electrode array was fully out of the cochlea. The user has been re-implanted.

Event description:
User's hearing has been deteriorating in the past year. On (B)(6) 2026, patient was seen by ent and electrode array was fully out. User is going to be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.